Manufacturer narrative:
Complaint summary - although no mfg or design defects were found, the condition reported was confirmed. A new catheter sample was obtained to demonstrate that this condition can occur in a new device. Part # 320006 lot# gfpe0147 was obtained from stock. The new catheter deflected/straightened as intended when the handle slider was actuated. A lateral deformation (a mild kink approx. 90 degrees from the steering plane) was imparted to the deflectable-tip approx. 1 inch back from the tip. After the kink was made, the deflectable region would not deflect/straighten distal to the kink but would only deflect/straighten proximal to the kink. The kink acts as an unintended anchor for the internal pull cable, deflecting only the segment proximal to the location of the kink. When the kink was removed by smoothing with the fingers, the entire deflectable region deflects and straightens as it did when new." The handle assembly and steering system do not appear to have malfunctioned. The cause of the condition was an over torquing of the catheter tip until it looped back on itself approx 90 degrees to the natural deflection plane of the catheter. Since the loop had occurred in the distal 3 inches of the tip, the pull cables were not able to deflect that distal 3 inches sufficiently to straighten the loop. Root cause: excessive torque was applied by the user that caused the catheter tip to deform into a small loop that could not be straightened by the steering handle.

Event description:
It has been reported to co that during the procedure, the physician was unable to remove the catheter because the tip was not straightened. The physician cut part of the catheter and inserted a sheath along the catheter. The catheter then could be straightened and removed. There was no injury to the pt and the device has been returned for co's analysis.